Manufacturer narrative:
Corrected data: original initial report were submitted as follow-ups in error.

Event description:
Revision surgery - due to the patient falling and dislocating; the surgeon revised her to a different insert.